Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The batter low alarm was confirmed in the alarm log. A power-on self-test was performed. The root cause of reported batter low alarm was determined to be a defective battery. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump received a battery low alarm. No patient involvement, injury or medical intervention was reported in association with this event. No additional information is available.